Manufacturer narrative:
This event is recorded by zimmer biomet under (B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet. Once the product is returned and the investigation is complete, a follow up/final report will be submitted. (B)(4).

Event description:
Electric dermatome was inconsistent and perforated. The event occurred during surgery. There was harm and delay involved in the event. No additional patient consequences were reported as a result of this malfunction.

Manufacturer narrative:
This event is recorded by zimmer biomet under (B)(4). Patient code for no code available is unknown delay.

Event description:
Additional information received stated that an additional graft was required from the patient and the delay time was unknown. No additional patient consequences were reported as a result of this malfunction.

Event description:
It was reported that the device was inconsistent and perforated. An additional graft was required from patient. No additional patient consequences were reported as a result of this malfunction.